Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported balloon rupture was not confirmed; however, the shaft outermember was stretched, which likely prevented the balloon form fully inflating and was perceived by the account as a balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The investigation was unable to determine a conclusive cause for the reported issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the distal right coronary artery (rca). The 2.75x08mm nc trek balloon dilatation catheter (bdc) was unpackaged and prepped before use without issue. The bdc was advanced to the target lesion without reported issue; however, the balloon could not fully inflate due to a balloon rupture noted at 14atm. The bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new nc trek bdc was used to successfully complete the procedure. There was no additional information provided.